Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump found with no keypad noise during preventive maintenance in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information b5, d5: b5: during evaluation of a returned spectrum pump, the device had no keypad noise. No additional information is available. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, no keypad noise was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be keys number 1,4 and 7 were not functioning properly during evaluation and therefore did not make a sound when pressed. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.